Event description:
There was no device failure or malfunction reported. This pt was presented to the emergency room after being found unconscious beside a road. It was determined that the pt had suffered thoracic trauma and required emergency throacic surgery. Rapid cannulation of the descending aorta was required and the surgeon called for a straight shot arterial cannula. The surgeon had no prior experience with the straightshot cannula and incising introducer. In placing the system the wall of the descending aorta was perforated. The perforation was detected, repaired, and the procedure was completed. The pt was doing well following surgery.